Event description:
It was reported that they had alarm 64 (non-recoverable system error control processor) in an arctic sun device. The device was unable to enable pump power (control processor). Turn the control module off. Wait 30 seconds and turn the control module on. If alarm persists, send device to biomed. Had nurse press continue current patient, and empty pads. Therapy resumed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had alarm 64 (non-recoverable system error control processor) in an arctic sun device. The device was unable to enable pump power (control processor). Turn the control module off. Wait 30 seconds and turn the control module on. If alarm persists, send device to biomed. Had nurse press continue current patient, and empty pads. Therapy resumed.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The device was unable to enable pump power (control processor). Turn the control module off. Wait 30 seconds and turn the control module on. If alarm persists, send device to biomed. Had nurse press continue current patient, and empty pads. Therapy resumed. Per follow up information received via task on 23apr2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had alarm 64 (non-recoverable system error control processor) in an arctic sun device. The device was unable to enable pump power (control processor). Turn the control module off. Wait 30 seconds and turn the control module on. If alarm persists, send device to biomed. Had nurse press continue current patient, and empty pads. Therapy resumed. Per follow up information received via task on 23apr2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.